Event description:
Customer reports they started to perform procedure (no patient information made available by the customer) when the fluoro images were very light or no image at all. Physician completed the procedure using only the endoscope. No reported injury.

Manufacturer narrative:
Field service engineer troubleshot customers problem. Found kv set at 46, which could result in dark or no image if the patient is a larger person. Reset generator, infimed system. Powered down gim box resetting parameters and tested. Fse opened new patient file and tested, was unable to duplicate 'not acquiring images'. Fse checked fluoro operation with delta phantom and line pair. Images were normal. Checked n-m3 on collimator and images were fine. Verified operation according to infimed service manual and sedecal service manual. System retuned to full service by the customer.